Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 80-year-old male with cardiomyopathy was to be implanted with an impella cp for mechanical circulatory support. During set-up for the procedure, the automated impella controller (aic) was not making audible beeps with any alarms. The team switched to a new aic and the issue resolved. No patient harm.

Manufacturer narrative:
The investigation into the aic ¿ other issue has been completed since the initial report was submitted. The console was returned and tested. The failure was reproduced on this console. Alarms did not sound, and the alarm cable was found to not be connected. The root cause of the lack of alarm was due to the alarm being unplugged. It is unclear what caused the cable to become unplugged.